Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading was 170 mg/dl during the call. The customer also believed that the reservoir was leaking because the reservoir compartment smelled like insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.